Event description:
It was reported that there were parts rattling inside, leaking internally and that the device wont power up.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, missing all screw covers, small knobs, packing wedges, o-ring and o-ring washer(input fitting), screw for the front panel, securing screw, shock ring, and large knob caps. Damaged housing, interface board and main board, cracked bezel, and the gas supply indicator displays white. The customer stated problem was duplicated. The device was missing components. The o-ring and o-ring washer on the input fitting was missing causing a leak, damaged main board and interface board caused no power electronic power. Replaced cracked bezel, faulty alarm bezel and led (light emitting diode) and pcb (printed circuit board) set, faulty patient outlet o-ring and outlet seal plastic, worn white tube to gas supply indicator, cracked case and its labels, gas supply indicator, mounting screw, and damaged sn label. The cause of the reported problem was traced to the customer improper assembly of the device. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. The previous service history has been reviewed and deemed unrelated to the current customer reported problem., corrected data: e4: correction: customer reported to FDA: no information d5: correction: operator of the device: unknown